Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 315 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that insulin exited during manual prime. The customer was advised that the insulin pump was working as designed. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. No additional information was provided.